Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate touch was not connecting or recognizing the bluetooth adaptor. The hmt was restarted and the bluetooth adapter was unplugged and refreshed but a successful connection still could not be made.